Manufacturer narrative:
At this time, the device remains implanted and in service without further patient complications. If new information is received, the event will be further updated.

Event description:
Boston scientific crm received information that the patient with this implanted device, exhibited a cardiac arrest requiring intubation intervention. It was suspected the device may have been pacing at 30 bpm's during the arrest period; however, no ECG review was performed. During follow-up the next day, medical personnel confirmed normal product operation; however, observed a decline in measured r-wave amplitudes. As a result, the device was reprogrammed to 1.5 mv from 2.5 mv, ensuring capture.